Event description:
It was reported that the battery voltage on routine check was less than expected. The device was replaced before reaching elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Concomitant products: 5076-52 implantable pacing lead 2008 (B)(6); 7120 competitor implantable tachy lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data was collected from the device and has been analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time).

Event description:
It was reported that the battery voltage on routine check was less than expected. The device was replaced before reaching elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.